Manufacturer narrative:
Other applicable components are: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that the extension component of the ins system was fractured and the patient had a loss of therapy as a result. Impedances were measured and showed >40,000 ohms. The extension was then replaced surgically with a new extension. It was noted that the fractured extension was easy to visualize after opening at the procedure. The issue was reported as resolved. There were no further complications reported or anticipated.